Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a lump/knot in the throat next to the airway; the patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a lump/knot in the throat next to the airway; the patient did not report receiving any medical intervention. The reported event and its severity were reviewed by the manufacturer's clinical expert. The reported event of lump/knot on throat is not related to the device. Therefore, the device did not cause or contribute to a serious injury or death. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed dust/dirt contamination throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the airpath. Section d8, d9, h2, h3, h6 were updated in this report.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lump/ knot in the throat related to a CPAP device's sound abatement foam. Additional information was received about the alleged bladder issues/ vocal issue. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.